Event description:
Related manufacturer reference number: 2017865-2021-34056. It was reported that, during an in-clinic follow-up, episodes of noise were observed on the right atrial (ra) lead. The suspected cause of the event was ra lead fracture, which was not confirmed with diagnostic imaging. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Further information was received indicating provocative testing was completed; however, the noise could not be reproduced. No intervention was performed. The patient was stable.